Event description:
It was reported that at implant the lead's helix would not retract all the way even after several turns. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a full lead was returned and analysis found no anomalies. There was blood/body fluid on the outer tubing overly. The inner tubing was kinked/buckled. The outer tubing overlay was breached cut. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism and mechanism (sleeve head). Visual analysis noted that the lead was damaged at implant.